Event description:
The following info was provided to davol by the pt's attorney: (B)(6) 2006 - a composix ex mesh, was used to repair the pt's hernia defect. On (B)(6) 2009 - the pt had to undergo surgery to repair her hernia. On (B)(6) 2011 - the pt underwent surgery to remove her hernia mesh. Attorney alleges disability, pain, recurrent hernia, additional surgical intervention, defective mesh, explant.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. However, the pt's attorney did provide product identifiers and a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no product was returned for eval. If additional event and/or eval info is obtained, a follow up MDR will be submitted.